Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient whom had been lost to follow-up for three years presented to the clinic for a check-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, normal device function resumed. The patient would continue to be monitored.

Event description:
New information received on (B)(6) 2018 noted that the device was explanted. Despite attempts to gather additional information, it is unclear why the device was explanted. No further information was available at this time.

Manufacturer narrative:
Final analysis found normal device characteristics.